Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2017 the pump has been returned and evaluated by product analysis on 10/03/2017 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok keypad button was found to be unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination or damage was found to button contacts. The pump¿s cover was removed and moisture corrosion was found to the keypad flex/connector.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.